Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, light scratching and evidence of wear was noted on the femoral head. A conclusive root cause could not be determined. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-04169 & 2016-00306).

Event description:
Patient was revised approximately 5 years post-implantation due to unknown reasons.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to unknown reasons.